Event description:
The customer reported frozen screen unit was alarming and couldn't change settings on the avea ii ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation. Vyaire field service technician went onsite and evaluated the device. Technician could not duplicate problems. Extended self test and performance check were performed and all passed.ventilator is operational and meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.